Event description:
It was reported that the customer's insulin pump alarmed button error. The caller stated that the device was not dropped nor exposed to moisture. The blood glucose reading during the call was 78mg/dl. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.